Event description:
It was reported the patient underwent a total hip arthroplasty on an unknown date. A revision has been indicated due to an unknown reason; however, no revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name. Product / lot code / expiration date. Date of implant. Initial reporter - unknown. PMA/510(k) number. Manufacture date.